Event description:
Customer called stating that their meter goes blank after they insert the test strip and sometimes part of the numbers are missing. While on the phone a test was performed and no segments were missing from the display. Customer stated that sometimes a segment is missing in the hundred's position. The customer was asked to return the meter for evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.